Event description:
The hospital reported a pt died nine days after having a pacemaker implanted following a car accident. After an unspecified length of time post implant, decreased sensing, increased threshold measurements and loss of capture (loc) was noted on the pt's right atrial (ra) lead. Nine days post implant, the pt's blood pressure had decreased and the pt was admitted to the emergency room. As the pt was not pacemaker dependent and had an underlying heart beat per minute in the 50's, the pacemaker was programmed to ventricular demand pacing (vvi) mode at a rate of 45 paces per minute and the pt's blood pressure then recovered. Subsequently, an echocardiogram revealed a large pericardial effusion that was reportedly suspected to have been caused by dissection of the superior vena cava (svc) by the "right atrial (ra) lead or catheter." Reportedly, under fluoroscopy it was noted that the lead that had been implanted using an introducer had taken a 90 degree turn before it entered the right atrium. After the echocardiogram identified the effusion, the pt was transported to the operating room and expired.

Manufacturer narrative:
No pt info is available. The end user speculated that the device involved in the event could have been the safesheath introducer. However, this could not be confirmed by the site as they use introducers and catheters from a variety of manufacturers. The site provided the info to (B)(6) on an unspecified date. (B)(6) notified ge healthcare on (B)(6) 2011. As the device and lot number are not available, an evaluation and a device history record review cannot be conducted. If the device or lot number become available, an evaluation will be performed and a follow-up report submitted. There are no further actions planned at this time.